Manufacturer narrative:
The device was returned and evaluated. The case description states that the cord melted into the charging port of the controller. Only the op5 controller was returned for investigation. The case description states the supplied charger was being used. Thermal damage to the controller was confirmed. A piece of the charging cable was observed to be lodged and melted inside the charging port. No download data was obtained as the device was not plugged in due to the thermal damage observed. Cloud logs were not uploaded by the user. The cable was not able to be removed from the port. The back cover and second interior back cover were not able to be removed for further inspection of the controller. The fluid ingress indicators on the printed circuit boards (pcb) were not inspected as a result. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. The cause of the reported event could not be determined.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. The customer did not require medical attention, and received a replacement device. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reports their "op5 controller got really hot that the cord melted and got stuck on the plug entry, now the controller has lost the charge and turned off completely. She said the controller was plugged for about half an hour and that she was using the original charger".